Manufacturer narrative:
(B)(4).

Event description:
The patient was not able to adjust stimulation. A display showed "call your doctor" icon. An out of regulation (oor) occurred and her device was reprogrammed a few days ago. She did not see any oor messages for 2 days and then saw another oor message when trying to increase amplitude. There were coupling and or communication issues and difficultly charging though it was not clear why. She was at the clinic charging and working on filling first quartile. Her device was programmed with the following 2 programs: 3-, 4-, 6+, 2.4v, 1000us, 50hz; 8-, 9-, 12+, 2.4v, 1000us. The pulse width was lowered to 750 on both programs. It was thought that the high pulse width was the reason for the oor message in combination with low charge level. Further recharging and programming was going to be done. Additional information has been requested.